Manufacturer narrative:
Evaluation summary: the product was returned. Solution, dried blood, and haptic damage were observed. Results from the product history record review indicated the lens met release criteria. The root cause of the complaint of "didn't position correctly in the eye" cannot be determined from the product investigation. While we are unable to determine the root cause of the observed lens damage, our observation reasonably suggests that the lens damage is not manufacturing related. Due to the presence of the surgical solution and dried blood, the damage is most likely customer related. There have been no other complaints reported in the lot number. Additional info was requested on 03/19/2012 and 04/02/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A user facility reported that intraocular lens (iol) would not position correctly in the eye. Additional info has been requested.